Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was admitted to the hospital because of "dizziness for two days and hazy consciousness for more than half an hour". After admission, the patient was treated with symptomatic treatments such as regulation of blood pressure (if necessary), moderate dehydration to reduce intracranial pressure, and trophic nerves. On (B)(6) 2021, the patient's coma deepened, the central nervous system was damaged, the respiratory function was unstable, and the respiratory failure became worse. It was necessary to consider the application of a ventilator for intubation, and the physician was assisted to connect the tracheal intubation to the ventilator to assist ventilation. The process was smooth. The patient was treated with treatments such as tracheal suction and tracheal intubation without any issues. At 9 o'clock on (B)(6) 2021, a low airway pressure alarm occurred on the ventilator, and the ventilator could not be used normally. The balloon was found to leak air when the tracheal intubation was pulled out. The patient was reintubated and the device connected to the ventilator and could be used normally.